Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a low suspend alarm from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer stated that she experienced sensor glucose versus blood glucose differences. The customer stated that her sensor glucose reading was 165 mg/dl. The threshold suspend limit was 60 mg/dl. The customer was advised of the differences between sensors versus blood glucose differences. The customer stated that everything shut off and she recalibrates. The customer stated that the pump would start reading and pick up again. The customer stated that once the pump hits 60 mg/dl it shuts down. The customer was disconnected from the call.